Event description:
The customer reported that a pump module detached from the pcu during aortic reconstruction surgery interrupting an infusion of nipride at 20ml/hour, as the patient was being taken off the bypass machine. The user controlled the patient's blood pressure by lowering the heart rate via pacemaker while the device was re-attached and nipride restarted. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.